Manufacturer narrative:
Based on the available data, the possible root cause may be related to erroneous sample pipetting caused by a tilted tube as no rack adapters were used.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for intact human chorionic gonadotropin + the b-subunit (hcg + b). The erroneous results were reported outside of the laboratory. Prior to this event, the patient had an hcg + b result of 200 mui/ml and after that a result of 100 mui/ml. She was hospitalized for an unknown reason after the result of 100 mui/ml. After being released from the hospital the patient went to this laboratory where the initial hcg + b result at 4:10 p.m. Was 0.646 mui/ml. This result was reported outside of the laboratory. The sample was frozen and the customer re-centrifuged the sample and repeated the test on (B)(6) 2016 at 1:31 p.m. And the result was 212.0 mui/ml. The sample was repeated again on (B)(6) 2016 at 9:53 a.m. And the result was 204.5 mui/ml. No adverse event occurred. The hcg + b reagent lot number was 187428. The expiration date was not provided. It was noted that no rack adapters were used at the time of the event.